Event description:
It was reported, "pediatric patient with ongoing continuous chemotherapy day 2 out of 4 daunorubicin & ara-c, to which mother called after given bath around 0100h and requested for the dressing to be changed as she said maybe contaminated with water after bath. Removed dressing to assess and change as planned, then found out that the huber needle broken, hence deaccessed and called on-call physician. Continuous infusion of chemotherapy interrupted for 30 minutes due to further assessment (md) & re-needling procedure. About 4ml chemo spill on the chux noted (weighted chux) and antidote ordered to which it was given."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.